Event description:
It was reported that the micro sagittal saw heated up during a routine equipment evaluation at the user facility, by a manufacturer's service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, damage was discovered to various internal components.